Manufacturer narrative:
There was a motor error alarm during rewind due to corroded motor home switch. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test, displacement accuracy test and download test due to motor error alarm. The pump passed idle current test and run current test. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose and low blood glucose. The customer's blood glucose was from 40's mg/dl to the 400's mg/dl. The customer's blood glucose current is 147 mg/dl. Todays customer's blood glucose is 200 mg/dl. The customer treated high blood glucose with manual injection and low blood glucose with food, juice and with peanut butter, crackers. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will be returned for analysis.